Manufacturer narrative:
H10: one actual sample was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. The connection and disconnection between the female connector and blue connector was performed with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported inability to disconnect was not verified; however, the condition was verified as a separation. The cause of the separation is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address the separation issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a minicap pd transfer set; further described as the transfer set could not be separated from the solution bag connector. This occurred during use of devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.